Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
User facility medwatch (B)(4) received stating the following: wire and stent were snared and pulled back into patient right radial artery. Stent became lodged in right radial artery (located in forearm) unable to pull stent and distal end of wire through sheath. The [stent] had been deformed and could not enter the guide. The entire system was withdrawn, but the stent could not enter the sheath (still over the wire). The sheath was removed, but the wire and stent were stuck in the radial artery at the insertion site. Rather than risk serious damage to the radial artery, the wire was cut, and the last inch or two of wire plus the deformed stent were left in the distal right radial artery. What was the original intended procedure? Balloon angioplasty of lcx, but unable to deliver stent. No additional information was provided.